Manufacturer narrative:
On (B)(6) 2016 integra investigation completed. Failure analysis, device history evaluation. Failure analysis - a suction tube returned in used condition, not showing any unusual markings the suction tube shows wear, bent stylet and broken shaft. During the visual inspection of the instrument, it is noticed that the stylet is bent and the shaft is broken. Without knowing how much pressure was used to the tube, the cause is undetermined. The complaint is confirmed. Device history evaluation - DHR review was completed with all history available the root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dealer initially reports this instrument has been broken from the root (at the curve) during e.n.t surgery in direct contact with patient under normal conditions and there are no broken parts inside the patient. On 3/11/2016 no further information available.

Manufacturer narrative:
On 06/06/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be performed based on the lack of information provided by the customer. No device returned for further evaluation. Device history evaluation - DHR review was completed with all history available. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Instrument was not returned.